Event description:
A user facility reported to olympus that an image could not be obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image was produced when the returned device was tested with olympus, series 180 scopes; the cause of the problem was assigned to a faulty dr board (printed circuit board). In addition, the serial number label was noted faded and a software upgrade was recommended; the locking lever was noted to be wearing down but it did not affect the fit, form or function of the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty dr board (printed circuit board) could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The dr board design change was confirmed to have been made on april 16, 2018. This confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.